Event description:
N/a.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be identified as the device was not returned. However, based on the reported complaint, the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) moved during a case. There was no patient injury. Additional information received indicating the following: 1. Was there a delay in surgery due to product problem? If yes, how long (in minutes)? Answer: maybe 10 minutes, during the middle of surgery, trying to figure out what happened and if patient was safe. 2. How was the procedure completed? Answer: continued with procedure. 4. Please provide patient outcome and/or status of the patient. Answer: everything was fine, no issues to be found intraoperatively, or after procedure, or after x-rays.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.